Manufacturer narrative:
Additional information was received that extensions sn (B)(4) were explanted on (B)(6), due to the length of the leads being too long. Extensions sn (B)(4) were pulled and replaced on (B)(6), during the trial procedure. The extensions had been connected to the spectra ets and the leads which had been added to the cervical spine. Therefore, the terminal area was filthy.

Event description:
A report was received that the patient had their lead extensions explanted for an unknown reason.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-3138-35, serial # (B)(4), description: scs phiii ext 35cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had their lead extensions explanted for an unknown reason.